Event description:
It was reported that the device was failing to move over hard surfaces. As a result, the paramedic was injured. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker procare services. It was found, that the issue of the cot being difficult to maneuver was, due to dirt/debris in the wheels. This issue was resolved, for the customer. By cleaning the dirt out of the wheels. A stryker quality assurance engineer reached out to a stryker sales representative, who spoke with the chief of the station. Although it was originally reported, that there was an injury. The chief stated, that there was no record of an injury, due to the event.

Event description:
It was reported, that the device was failing to move over hard surfaces. It was further reported, that there was no record of an injury, due to the event.